Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/29/2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 04/13/2017. Complaint for a low transmitter battery could not be confirmed, however a permanent loss of connection was found and confirmed. The root cause could not be determined, post investigation. Based on the findings of a permanent loss of connection this is now reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A voltage test was performed and failed as the unit as no voltage. Performed share log review and share log contans no issues related to customer complaint. . The reported event of low transmitter battery was not confirmed. A root cause could not be determined.